Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2003. Sought medical attention for redness and swelling at piercing site 8 days later and oral antibiotics were prescribed. Returned for medical treatment 6 days later when an incision and drainage was performed. Five days later pt was admitted to the hosp and i.v. Antibiotics were administered and another incision and drainage was performed. Pt was also put on another oral antibiotic. Three days later another incision and drainage was performed. Pt was discharged five days later and was prescribed home i.v. Therapy for a period of 2 weeks. Thirteen days later a new oral antibiotic was prescribed.